Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states there is a split or opening on the base of the light handle cover. This was noticed when the customer opened the pack to get ready to use and immediately changed to a new lite glove. No patient involved.

Manufacturer narrative:
Submit date: 07/04/2016. This complaint does not correspond to recent CAPA, are two component and different processes. The recent CAPA is tight lite glove that is torn by placing the adapter, this piece is made through the process of thermoforming therefore the corrective action is being updated to: a change development process (cdp) to validate and achieve optimal process conditions (mold, machine, air system, etc.) Was implemented. The validation was executed however the production schedule and documentation process for the implementation will be conducted during the cdp closure. During this period no material will be produced with the mold.

Manufacturer narrative:
Submit date: 07/04/2016. A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. A decontaminated sample without original package or lot number was received and the reported issue was confirmed; sample presents flash of the same part molded.. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.